Event description:
It was reported that a percuflex ureteral stent was used in a lithotripsy procedure. During the procedure, it was noticed that the stent was kinked and twisted. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Block e1: initial reporter first name, has been updated. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this percuflex ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the bladder coil was detached and the shaft was buckled accordioned. Visual and microscopic inspection confirmed that the stent was deformed. The reported issue of kink could not be confirmed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that issues could be were caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder or renal coil and is removed using excess force, the stent could become detached or separated during preparation, affecting the performance of the device. Additionally, if the positioner is advanced with excess force over the guidewire, the stent could become buckled or accordioned, resulting to difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a percuflex ureteral stent was used in a lithotripsy procedure. During the procedure, it was noticed that the stent was kinked and twisted. The procedure was completed with another of the same device and there were no patient complications reported.